Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 2 - corrected information:  UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: "when oxygen is set on 61 or higher, the oxygen level does not read pass 21 percent. I spoke with tech support from hamilton medical, they walked me through some procedures for troubleshooting purposes. Tech support came to the conclusion that the mixer will need replacing". No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: "when oxygen is set on 61 or higher, the oxygen level does not read pass 21 percent. I spoke with tech support from hamilton medical, they walked me through some procedures for troubleshooting purposes. Tech support came to the conclusion that the mixer will need replacing" no patient involvement.

Event description:
The following was reported to hamilton medical ag: "when oxygen is set on 61 or higher, the oxygen level does not read pass 21 percent. I spoke with tech support from hamilton medical, they walked me through some procedures for troubleshooting purposes. Tech support came to the conclusion that the mixer will need replacing" no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: "when oxygen is set on 61 or higher, the oxygen level does not read pass 21 percent. I spoke with tech support from hamilton medical; they walked me through some procedures for troubleshooting purposes. Tech support came to the conclusion that the mixer will need replacing" no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11. Follow-up 3 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The ventilator was reported to have failed the o2 input test during preventive maintenance. The issue was identified using the service software, and the device was not connected to a patient at the time. Consequently, the event did not cause or contribute to a death or serious injury to a patient. The failure was not reproducible, and no visual or audible alarms were reported. The o2 input test is a service-level diagnostic used to verify the integrity and function of the high-pressure oxygen input system. It is not part of the mandatory pre-operational checks and is not required for clinical use. The test is accessible only to trained biomedical technicians or service personnel and is typically performed during preventive maintenance. In this case, the leakage test passed, but the flow portion of the o2 input test failed. Hamilton medical did not have physical access to the device and was therefore unable to retrieve event logs or perform further diagnostics. The customer was requested to provide logs but has not been able to do so. Based on the reported symptoms, the issue may be related to the qo2 mixer assembly, potentially involving out-of-range hpo pressure, the proportional valve, connector, qo2 sensor or cable, or in rare cases, the driver board. No corrective action could be confirmed at the time of reporting.